Manufacturer narrative:
As no lot no. Was provided we have inspected the dhf of all lots supplied to the hospital including material certificate and the batch was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The curved pelvic plate was used for fixation of symphysis disruption, which is not indicated according the IFU. Based on the information available, it has been determined that no corrective and preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a curved pelvic plate 10-hole broke post-operatively after fracture healing.